Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. The customer's blood glucose (bg) level was 300 mg/dl. The customer addressed bg level by loading a new cartridge and delivering a bolus via the pump.